Event description:
Patient had three hsv 2 positive tests on the diasorin hsv 1 and 2 igg test, (index values = 1.44, 1.67, and 1.77), followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference reports: mw5116719, mw5116720.